Event description:
It was reported that during implant procedure that the right ventricular (rv) lead was damaged during fixation due to continuous rotation. The lead was replaced and the new lead was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of the lead was damaged during fixation due to continuous rotation was confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual examination found twisting of the outer insulation at the distal region, due to overtorquing the inner coil during the procedure. The cause of the reported event was determined to be consistent with procedural damage